Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents that the devices delivered less medication than intended. On unspecified dates and times, the devices were programmed to deliver normal saline, with a 250 ml vtbi (volume to be infused) and the deliveries were started. No specific programming parameters were provided. After an unspecified length of time, the devices were programmed for either a piggyback delivery of an unspecified premed or antibiotic or the devices were programmed for a bolus of an unspecified chemotherapeutic medication, at rates between 200-400 ml/hr, and the deliveries were started. No further programming parameters were provided. After unspecified lengths of time it was reported 25-30 ml of volume remained in the container, instead of the expected empty container. At that time the nurse would deliver the remaining volume to the patient. There were no reports of any adverse patient events and no reported delays of critical therapies while the devices were in clinical use. Through requested, no add'l info was provided.